Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during setup of the surgery an ophthalmic blade was found packaged incorrectly and was poking through the package resulting in operator finger injury. There was no other intervention other than a band aid. Procedure type is unknown. The surgery was completed on the same day by replacing the blade. Operator finger injury has been resolved.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of a blade poking through the package; however, the attached customer photos confirm the reported issue of a blade poking through the package. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The photo evaluation confirms that the reported issue of a blade poking through the package (tyvek). How and when the blade poked through the tyvek cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. A non-conformance record has been initiated in order to determine the root cause for the blade through tyvek. All packages are 100% scanned by trained operators. Any non-conforming packages identified, such as the blade through the tyvek are removed from the lot and scrapped receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).